Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. During the procedure, needle-thread detachment occurred while making the anastomosis. There were no adverse patient consequences, however, the procedure took longer than expected, and the sutures utilization were higher than necessary because of the needle detachment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 5/9/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, the following was obtained: ¿ were there patient consequences? If yes, please explain. There is no direct negative impact on the patient however, the procedure took longer than expected, and the sutures utilization were higher than necessary because of the needle detachment. ¿ please confirm if the device is available for product analysis. If yes, kindly provide us with the shipping status and shipment tracking details yes, we have collected one sample for analysis. ¿ what is meant by ¿the sutures utilization were higher than necessary¿. Did more than 1 suture pull off during the procedure? If yes, please provide the quantity of sutures that pulled off. The number of detachments vary from 2-4 detachments per case. ¿ was the patient treatment or post-operative care altered in any way due to the prolonged surgery time? If yes, please explain. No direct impact on the patients¿ health. ¿ was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No. ¿ what is the patient¿s current status? Good. ¿ status of the device being returned? Two samples of the detached needle and thread have been returned, and according to the website, the samples have been delivered. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.